Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, on (B)(6) 2015 the patient was noted to have been experiencing abdominal and lower back pain, urinary tract infection, urinary frequency, urgency, spasms, pressure, burning in abdomen, incomplete emptying, weak stream, straining, and incontinence. On (B)(6) 2016 the patient was experiencing recurrent abdominal pain, adhesions, and a cystic mass on the right pelvic sidewall (ovarian cyst).